Event description:
A customer reported to baxter (B)(4) of an interlink set in which fluid was not flowing through the tubing. The process step in which this occurred is unknown. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual and functional inspection were performed on the unit. The reported condition of a no flow was not confirmed. The cause of this condition was not identified. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been received and is available for evaluation. A batch review cannot be performed since there was no lot number provided. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.